Event description:
Customer reported the output dosage is exceeded by approximately 40%. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the dose rate. System operates as intended.